Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a surgeon using zero-p was having an issue with the screw seeming to shave off into the coil while inserting them. He stated it happens on an average of once for every eight screws he inserts. The shavings were quite troubling and he took the extra time to remove them after final tightening.